Manufacturer narrative:
The patient was sent a replacement blood glucose meter, and the device associated with this filing was requested back for investigation. The device was not returned. Should the device be returned at a late date, a supplemental report will be filed.

Event description:
The patient reported that their teladoc blood glucose meter read 37 points higher compared to a capillary lab test result taken at their endocrinologists office. The teladoc blood glucose meter read 189, while the lab test result read 149, using the same blood sample. The patient did not receive any treatment due to these readings.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the devices was working as intended.

Event description:
The patient reported that their teladoc blood glucose meter read 37 points higher compared to a capillary lab test result taken at their endocrinologists office. The teladoc blood glucose meter read 189, while the lab test result read 149, using the same blood sample. The patient did not receive any treatment due to these readings.